Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up with a blood glucose of 53 mg/dl and the terrible headache that usually accompanies her hypoglycemic episodes. She treated and her blood glucose exceeded 150 mg/dl. However, when her husband got home he found her unconscious; her blood glucose was 23 mg/dl. The husband administered a glucagon shot to the customer and then she three small packs of peanut-butter crackers. The customer was admitted to the hospital and they removed her from the insulin pump and her blood glucose then increased to 700 mg/dl. The customer also had a kidney infection. She experienced dehydration, back pain, and smelly urine. The customer was given powerful antibiotics to fight the infection and her kidneys began to function normally again. Further troubleshooting was declined. No products were returned or replaced.